Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported generalized complaints that the devices are loosing connectivity when transferring patients over the elevator surface(bump) in and out of the elevator causing the infusion to shut down .the issue is occurring intermittently for about 3 years and replacing iui to prevent disconnection. The biomed department put 22 pcu's with 4 lvp's on each one for cvor in (cardiovascular operating room)", because during transport they lost connection however they still had occurrences that they would loose connection. It was reported from dr. (B)(6) stated "many patients are getting life saving infusions after heart surgeries, so he would sometimes have to infuse manually until they got the patient in the room."